Manufacturer narrative:
Additional information was received that the patient will undergo an explant procedure.

Event description:
A report was received that the patient had developed rashes from her knees all the way up to her arms. The patient was prescribed antibiotics.

Manufacturer narrative:
Additional information was received that the physician did not suspect device malfunction.

Event description:
A report was received that the patient had developed rashes from her knees all the way up to her arms. The patient was prescribed antibiotics.

Event description:
A report was received that the patient had developed rashes from her knees all the way up to her arms. The patient was prescribed antibiotics.